Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. The bolus wizard functioning properly per bolus wizard sample in the user guide. Insulin pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen, however, unexpected restart alarm after battery change due to connector/interface board voltage leak. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported via phone call that bolus wizard was not functioning as designed. It was reported that bolus was not delivering for food or blood glucose correction even though display appeared as if insulin was being delivered. Customer's blood glucose was 301 mg/dl. Caller declined troubleshooting and requested for insulin pump to be replaced.